Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Patient called in after her dentist's office had closed on friday afternoon. The patient had whitened for the first time the night before, and when she woke up in the morning, her bottom lip was swollen. She has been taking benadryl all day, and her lip has since almost returned to normal. Advised patient to discontinue using of the kor desensitizer indefinitely, and to discontinue whitening until she talks to her dentist on monday, and to see her general practitioner if necessary. First thing monday morning ; 09/08/2015, I called (B)(6), who is going to advise the patient to see her general practitioner if any symptoms/swelling persists. Follow -up w/dentist office. Patient symptoms resolved after 7 days.